Event description:
It was reported that the patient's generator was unable to be interrogated and the patient was referred for surgery. Clinic notes dated (B)(6) 2014 note that that the patient had a recent increase in seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. It was noted that the patient is tolerating vns well and that the patient can feel the device stimulation. An eeg showed loss of control for the patient's seizures. The physician reported that no additional information would be provided. No known surgical intervention has been performed to date.

Event description:
It was reported that the patient underwent generator replacement surgery due to unable to interrogate. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed. An open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The reported failure to interrogate was duplicated in the analysis lab and determined to be the result of battery depletion. The reported increased seizures is beyond the scope of analysis activities and cannot be evaluated in the analysis laboratory setting; however, the depleted battery condition may have been a contributing factor. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator.